Manufacturer narrative:
Correction made in section d4 with the corrected UDI number. Per investigation by the manufacturing site: it was reported that patient was infected by the flexible video cystoscope used. Based on the examination of the endoscope returned, a swab of the endoscope irrigation fluid (before and after the standardized reprocessing process) was sent to an external laboratory. The first report contains the results before reprocessing. 1 cfu per 20 ml pseudomonas sp. Was found. Transmission occurs mainly via contaminated water and causes nosocomial infections in humans. The second report shows the result after standardcompliant reprocessing. No germs were detected, confirming that standard-compliant reprocessing produces a sterile and safe medical device. The result of the investigation by rsb showed that processing errors were made by the customer. The customer only cleans the flexible endoscopes with cleaning agent (enzol). There is no brushing during cleaning and/or disinfection to kill/inactivate microorganisms. The customer does not adhere to the IFU and reprocessing in general. In addition to the national guidelines (aami), the customer must also follow our IFU's with regard to all necessary reprocessing steps. This includes, for example, disassembly, rinsing, brushing, wiping and other reprocessing steps described in the instructions for use. After the rsb examination, the endoscope was examined for mechanical damage. The defects found were not associated with the patient infections. This event is filed under internal (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal case (B)(4).

Event description:
It was reported that the patient developed bacterial infection after a procedure dated on (B)(6) 2024. Per customer, the case was completed without any issue at the time. The bacterial infection was discovered after the fact. The patient was being treated and is recovering.